Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen display was unreadable. Reportedly, most of the display was black and pixelated. The customer's blood glucose level was 250 mg/dl. The customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.